Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: displayed e2 error probable root cause: bulb assembly. Ballast. Control board. Ac inlet board. Reed switch. Thermal switch. Ballast connector. Beam sensor. Fuses. Front panel membrane switch. Esst components. Motor assembly. Sidne input. Light post. Inadequate airflow. Improper assembly. Inadequate calibration. Em interference. Use errors. The failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that there was loss of light.